Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant procedure two atrial leads were attempted to be placed. Neither lead was able to retain a tight enough "j" shaped curve to be advanced satisfactorily. Both leads were removed but not replaced, a single-chamber device was implanted. No patient complications have been reported as a result of this event.